Event description:
The customer reported that the system table will not respond to any controls. Table is stuck.

Manufacturer narrative:
The limit switch lever on the image intensifier cover was bent. The ge service rep repaired the switch lever and tested the table movement. The table is operating as intended.